Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this implantable cardioverter defibrillator (ICD) experienced loss of capture causing the patient to experience an injury. The ICD was reprogrammed and remains implanted and in service. No adverse patient effects were reported.